Event description:
A report was received that the patient, who had a non-device related fall, had experienced swelling while charging her implant. The patient was given by the physician a lidoderm patch for the swelling which did not help.

Event description:
A report was received that the patient, who had a nondevice related fall, had experienced swelling while charging her implant. The patient was given by the physician a lidoderm patch for the swelling which did not help.

Manufacturer narrative:
Additional information was received that the lidoderm patch was given for patient's pain at the pocket site. The physician did not believe that the non-device related fall caused the swelling. The patient underwent an ipg replacement and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced because it would heat up during charging and the patient was experiencing discomfort at the pocket site. Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The complaint regarding the device is heating up during charging sessions were not verified. The charge profile indicates that the maximum temperature during charging cycles in the patient's body was within the expected range. The ipg passed all the required functional tests. This device exhibits normal characteristics.

Event description:
A report was received that the patient, who had a nondevice related fall, had experienced swelling while charging her implant. The patient was given by the physician a lidoderm patch for the swelling which did not help.